Event description:
Customer reported difficulty with charging, as the cord did not fit properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.